Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: the customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle leaked while preparing the allergy shot injection. The following information was provided by the initial reporter: "my daughter and I use the 1ml tb syringe (doctor prescribed) for allergy shots." One other squirted the medication from the same area as the one that broke, while my daughter was preparing an injection."

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd¿ tuberculin syringe with the bd precisionglide¿ detachable needle leaked while preparing the allergy shot injection. The following information was provided by the initial reporter: "my daughter and I use the 1ml tb syringe (doctor prescribed) for allergy shots... One other squirted the medication from the same area as the one that broke while my daughter was preparing an injection.".